Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between january 2-3, 2025. H11: two (2) actual devices were received for evaluation. A visual inspection of one sample showed a pool of fluid inside the bottle. While the second sample showed no evidence of moisture or fluid inside the device's bottle. A functional leak test was performed by filling the bladder with green-colored water to the nominal volume. Immediately after filling, evidence of a leak was observed at one side of the bladder crimp, which is located inside the device's bottle. For the second sample, no evidence of a leak was observed. The reported condition was verified in one sample. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) large volume infusors leaked from the bladder. The devices contained fluorouracil and saline. This was discovered during the process of configuring the chemotherapy pump. There was no patient involvement. No additional information is available.